Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Per the indication for use section of the mitraclip system instructions for use (IFU) the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication that the off-label use of the mitraclip device influenced the reported events. All available information was reviewed, and the reported device caused damage appears to be due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed for interaction between clips, causing device damage. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. The first clip was implanted on the anterior and septal leaflets and no issues were noted. The second clip was implanted on the anterior and septal leaflets. No issues were noted; however, when the third clip delivery system was advanced to implant a clip on the anterior and septal leaflets, the third clip possibly interacted with the second clip, resulting in a single leaflet device attachment (slda). The second clip detached from the septal leaflet, remaining attached to the anterior leaflet. A fourth clip was implanted on the posterior and septal leaflets and no issues were noted. As a jet remained between clip #2 and clip #3, a fifth clip was implanted to stabilize the detached clip (clip #2). No issues were noted during implantation of clip #5 and the tr was reduced from grade 4+ to grade 1-2+. Post procedure, the patient was in stable condition. No additional information was provided.